Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a week post implant, the right ventricular (rv) lead was pulled back and became dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.